Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1219856-2011-00094 for the first event involving the same pt. It was reported that while in the ic thorax centre, the md found that this intra-aortic balloon (iab) was unable to be "zeroed" (fiberotix sensor failure). The doctor made a second puncture & inserted the iab, but there was no arterial curve from the tip of the iab and no augmentation. They tried to use a second intra-aortic balloon pump (iabp), however, the result was no better. Note: during insertion of the second fos, the professor, a perfusionist & staff nurse observed the cardiologist to make sure proper procedures were followed. As a result, the iab was removed & the md inserted a 50ml iab (fluid filled) over the spring wire guide (swg). This iab gave an acceptable result, but after 5 hrs, pt developed an ischemic leg & this iab was removed. Due to the pt's cardiogenic shock, he could not be operated on. The pt expired on (B)(6) 2011. Add'l info rec'd from the sales rep on (B)(6) 2011 stated that "this department has used the arrow iabp and the fiberoptix for a long time and are extremely punctual and experienced with the use of this technique and the arrow products."